Event description:
A surgeon reported that following a glaucoma filtration device implantation, the amount of irrigation decreased and the pt experienced increased intraocular pressure (iop). The surgeon performed a reconstruction of flow pathway, but there was no flow of aqueous humor and the surgeon confirmed the shunt was clogged. The surgeon explanted the shunt and performed a trabeculectomy. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional information has been requested. (B)(4).